Event description:
A customer from (B)(6) ran blood glucose tests on two breeze2 meters. The results were 235 and 227mg/dl on one meter and 31mg/dl on the other meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement product was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model number was not provided.